Manufacturer narrative:
(B)(4). The insulin pump powered up properly after battery installation. No blank display noted. The pump alarmed failed battery test due to corroded battery tube. Unable to perform operating currents, self-test, unexpected error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to failed battery test alarm. The pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump was dropped onto the restroom floor; the screen went blank and then the device alarmed failed battery test. The patient's blood glucose at the time of incident is unknown. During troubleshooting, a battery change resolved the issue; the insulin pump did not alarm failed battery test. A self test was performed and the device successfully completed it. The insulin pump was returned for analysis.

Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.